Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 20 mg/dl, 170 mg/dl, 112 mg/dl 350 mg/dl, 250 mg/dl, and 275 mg/dl on her blood glucose meter within a ten minute time period. No decision to treat was reportedly made on the alleged faulty meter. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.